Manufacturer narrative:
Update: catalog & lot information provided. An event regarding crack/fracture involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that the patient's right hip appeared to have dislocated the liner. It was noticed during the surgery that the liner had actually broke at the poly locking mechanism and the acetabular shell all the way around. The event could not be confirmed nor the exact cause be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Reports patient a status post right total hip with a constrained liner on (B)(6) 2014 has appeared to have dislocated the liner. Dr. Decided to revise the hip and replace the liner. It was noticed during the surgery that the liner had actually broke at the poly locking mechanism and the acetabular shell all the way around. The head and liner were removed and a new constrained liner, head and sleeve were implanted. The surgery was performed without incident. No further information is available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Reports patient (B)(6) status post right total hip with a constrained liner on (B)(6) 2014 has appeared to have dislocated the liner. Dr. Decided to revise the hip and replace the liner. It was noticed during the surgery that the liner had actually broke at the poly locking mechanism and the acetabular shell all the way around. The head and liner were removed and a new constrained liner, head and sleeve were implanted. The surgery was performed without incident. No further information is available.